Manufacturer narrative:
(B)(4).

Event description:
It was reported that before implant, the helix could not be extended. Another lead was implanted. The patient's condition is fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.